Event description:
It was reported that undersensing had been observed on the atrial lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.